Event description:
It was reported that the tip of the instrument broke off during the case. The tip was not found by the customer. The doctor doesn't believe that tip fell off inside the patient, therefore an x-ray was not performed. The case was completed with another instrument. No patient consequence reported.